Manufacturer narrative:
The hydrus microstent was discarded after removal; therefore, no evaluation can be performed. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Hyphema, blurred vision, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022 with the implantation taking place prior to cataract surgery. After the intraocular lens was placed, however, the surgeon noted the distal end of the microstent was not properly positioned. The microstent was removed utilizing a sinskey hook and macpherson forceps. After removal, significant heme was observed that was non-responsive to attempted irrigation and aspiration. Subsequently, blood coagulation in the pupillary area was observed that could not be removed intraoperatively. At the 1-day postoperative visit, the vision was light perception and a 10% hyphema with a clot over the pupil was present; b-scan was normal. On (B)(6) 2022, an anterior chamber washout procedure was performed. On (B)(6) 2022, the vision was 20/30 and the patient was doing well.

Manufacturer narrative:
Elevated iop is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The patient was on low dose aspirin (81 mg) which was discontinued 4 days prior to surgery. Postoperatively, 5% hyphema with complete occlusion of the pupil was present. Iop was 15 mmhg with light perception vision. The following day, iop was 35 mmhg; daily paracentesis wsa performed and maximum medication including oral acetazolamide was initiated. The hemorrhage was evacuated on (B)(6) 2022 with immediate resolution of iop elevation and va issues. On 09-sept-2022, va was 20/25+1 and iop was 12 mmhg (on 1 iop-lowering medication which was the same as at baseline).